Event description:
It was reported that a 6mm tear was present on the foley catheter shaft prior to insertion, and it was peeling back, so its use was withheld.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to be reproduced. Performed microscopic examination and found the latex residue stick on catheter shaft. The latex residue can be peeled off and not embedded. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Therefore, this failure mode confirmed related to manufacturing related. Further investigation and actions taken were documented under CAPA 13490360. A potential root cause for this failure could be due to unclean tank with dirt residue will cause contamination at product and result in dirt defect which can resulting on foreign materials. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Therefore, no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name:(B)(6) operated by the national health insurance corporation UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 6mm tear was present on the foley catheter shaft prior to insertion, and it was peeling back, so its use was withheld.